Event description:
It was reported that this left ventricular (lv) lead implant was attempted and not completed due to non-capture on all four poles at 5v. It was noted that the physician was easily able to access the coronary sinus and found only one branch available for attempted lv implant. This lv lead was removed, and a single chamber pacemaker and right ventricular (rv) lead were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.